Event description:
It was reported the patient experienced redness and swelling at his scs ipg site. The patient stated he felt sick and had a temperature of 102 and the ipg site was swollen, the patient went to the ER. The physician examined the patient's scs ipg site and stated it did not look infected. The patient was given an antibiotic shot plus oral antibiotics. Follow-up identified the patient had his entire scs system explanted. Additional follow-up identified the patient is undergoing treatment with IV antibiotics at home for several weeks.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.